Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: cook was informed of an incident involving an ultraxx nephrostomy balloon. As reported, during the surgical procedure, the user dilated the 8f sheath once after the puncture and used the balloon. After advancing the balloon to the target position, the user inflated the balloon, and then the balloon leaked at 18atm. The user replaced the complaint device with another new device to finish the procedure. No adverse effects were reported. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, and quality control data. The complainant returned one ultraxx nephrostomy balloon and inflation device for investigation. Visual inspection confirmed a tear in the balloon material starting from the distal tip of the catheter approximately 2.5 cm for a length of approximately 4.5 cm. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The complaint was confirmed based on customer testimony and evaluation of the returned device. Cook has concluded that the most probable cause of the event could not be determined form the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Initial reporter name and address, phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous nephrolithotomy (pcnl) and renal puncture dilation a ultraxx nephrostomy balloon leaked. The user advanced the balloon to the target position and inflated the balloon to 18 atm when it began leaking. Once the leak was noticed, the user change to a new device to finish the procedure. No portion of the device was left within the patient. This did not require prolonged hospitalization or additional procedures. The patient did not experience any adverse effects due to this occurrence.